Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the console displayed an error code 282, and it was rebooted. The initial fiber used with the console was defective and melted 1-2cm from the fiber connector from overheating and broke off. The fiber was connected to the console correctly by the nurse. The debris shield was damaged and required replacement along with the fiber. The procedure was completed with another fiber without patient complications.